Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, customer stated that monopolar curved scissors (mcs) instrument would not open/close. Broken with no tissue involved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no broken cable, it was ¿not possible to open/close the branches ¿ no tissue involved¿.